Event description:
It was reported that a user experienced hyperglycemia with a highest recorded blood glucose of 239 mg/dl after eating a snack without a meal announcement. After a supply change, the device reconnected and resumed insulin delivery, and subsequent follow-up noted blood glucose trending down to 207 mg/dl. Symptoms included hyperglycemia. Outcomes included insulin set expired alert, no hospitalization, and stabilization of glucose following troubleshooting and education. Investigation included review of device performance and user interaction, including infusion set status and reconnection steps. Investigation of this case revealed that the elevated glucose was associated with a missed meal announcement, and an expired infusion set that required replacement, after which the device functioned as intended. It was concluded, based on previously established findings for similar reports, that user-related factors, including missed meal announcement and infusion set expiration, were the probable cause.